Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of the product user. The device was in use when the product user's blood glucose levels began rising. The infusion set was removed and its plastic cannula was found kinked. Customer applied a new set and administered a correction bolus to correct issue. No permanent adverse effects reported.